Event description:
Customer reports protime inr 2.9 vs lab inr 3.7. Patient therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation currently in process.